Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, error test, rewind test, basic occlusion test, occlusion test, prime test,excessive no delivery test and displacement test or verify button error alarm due to blank display. Moisture damage keypad traces during visual inspection. Pump received with minor scratched lcd window, cracked case at the display window corners, broken battery tube threads, missing end cap sticker and broken reservoir tube lip. A battery and cap were installed and did not lock in place due to completely broken battery tube threads.

Event description:
The nurse of a customer reported via phone call that the insulin pump alarmed button error and the plastic around the battery compartment is broken. The customer's blood glucose reading was 165 mg/dl at the time of incident. Troubleshooting found that the battery does not stay in the compartment due to the broken plastic at the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.